Event description:
It was reported that during preparation for a stenting treatment procedure a wire coating issue was identified. Upon removing a 260 cm meier guide wire from the packaging it was noted that part of the wire was exposed. The device did not enter the patient. The procedure was completed with a different device. No complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a stenting treatment procedure a wire coating issue was identified. Upon removing a 260 cm meier guide wire from the packaging it was noted that part of the wire was exposed. The device did not enter the patient. The procedure was completed with a different device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: examination of the complaint device revealed distal end peeling at 249.4cm to 250.4cm and at 252.5cm to 253.1cm from the proximal end. Also, the wire appears to have been pushed/pulled against a sharp object. Dimensional inspection: all measurements taken are according to specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).